Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced diffuse lamellar keratitis in the right eye after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. No root cause for the customers reported event could be determined, device met specifications. The manufacturer internal reference number is: (B)(4).